Manufacturer narrative:
(B)(4). Investigation: a review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. The equipment was checked out through auto test and a simulated run with no problems found. The information available indicates that the product met performance specification and operated as intended. Root cause: most likely patient condition. The conclusion of the customer was that the cause was the "bad medical state of the patient".

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During a tpe procedure, the patient experienced nausea and hypotension 23 minutes into procedure. The doctor was called and the patient was given an albumine infusion. No special follow up was required as the patient was already hospitalized. No additional patient information was provided.